Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined, however use of larger sheath may influence deformations of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. A 9f delivery system was used to deliver the device. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 25-18 mm talisman occluder is an 8f.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer talisman delivery sheath. During procedure, it was noted that the right disc of the occluder had a dome shape and did not attach the septum appropriately. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 25-18mm amplatzer talisman pfo occluder was chosen and successfully implanted. The patient was reported stable.